Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that the dental implant had to be removed during its surgery installation because it was not achieved the primary stability. Moreover, it was being installed in intraoral region 30# and the patient presented insufficient bone quality/quantity (bone type iii).